Event description:
Allergan representative reported a lap-band port "leak" first noticed when patient reported "poor satiety with meal volumes" and "little to no restriction." The port was explanted and replaced. About a month following port replacement, physician noted "weight gain and additional fluid loss," and concluded that the band was actual source of the leak. Band replacement surgery has been recommended but is not yet scheduled, and the band remains implanted at this time.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the explanted port for analysis. The band portion of the device remains implanted. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every patient will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "(B)(4) subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in (B)(4). (Recorded as of (B)(4))."